Manufacturer narrative:
The unit had no button error alarm. The unit had no button response due to a corroded keypad. The unit had a cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer called in to report a button error alarm. The customer could not recall any significant events leading to the alarm. The customer's blood glucose level was 114 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.